Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had two and a half years remaining longevity after two months implanted. Boston scientific technical services (ts) then discussed high left ventricular (lv) outputs. Engineering analysis indicated that it appears that output settings has been changed and advised to check the crt-p again in a few weeks to see if the power has stabilized. As of this time, this crt-p remains in service. No additional adverse patient effects were reported.